Manufacturer narrative:
Additional information b5. The device was replaced to complete the procedure. Medtronic received additional information that there was no damage to the device, the packaging or other contents within the packaging. And no changes were made. There was no significant loss was reported, it was described as a leak. And no transfusion required as a result of this leak. D. Suspect medical device 4.3 serial <(>&<)> 6.2 eval code method (fdm/annex b) this information is added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction b5: it was stated that no changes were made to the device in order for it to be used to complete the case. No significant loss was reported, it was described as a leak. A transfusion was not required because of this leak. Correction d4.2 (expiration date) and h4 (device mfg date): these fields have been updated. Correction section e initial reporter: the street 1, street 2 and postal code fields have been updated. Conclusion: the complaint was confirmed for a fiber leak per the customer provided video. The product was not returned for analysis; therefore, a root cause could not be determined for the observed fiber leak. The device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The most likely causes of the observed fiber leak are variability in the fiber, improper sealing or damage of the fiber during manufacturing, or prolonged priming. Medtronic will continue to monitor this product for similar events and trends. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a fusion oxygenator device, it was reported that blood leaked from under the oxygenator. The device was replaced to complete the procedure. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.